Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer would not lock onto the retractor. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The acrobat-I stabilizer was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformities which may have contributed to the reported event. A functional test was conducted on the device to determine if any mechanical failures existed. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. The stabilizer flexlink arm and knob were tested for functionality and the stabilizer arm was secured into position when the knob was turned clockwise. No non-conformities were observed during the functional testing. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).